Event description:
Miradry treatment performed (B)(6) 2014, patient called clinic to report rash (later identified as starting on the upper outer border of the axilla) and fever. Physician prescribed oral antibiotics (z-pak). On (B)(6) 2014, patient reported feeling "awful" with cough and went to e.r.. Patient was prescribed oral antibiotic (bactrim), no-IV, with chest x-ray and flu test performed along with labs. On (B)(6) 2014, patient reported feeling better. Patient seen by treating clinic on (B)(6) 2014, with symptoms improved after 1 week of bactrim. On (B)(6) 2014, treating clinic reported patient's flu test result was negative, e.r. Diagnosis was cellulitis.

Manufacturer narrative:
Additional serial #: (B)(4), lot #: 12h0851. Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified. Infection is a known, rare risk of the procedure.